Event description:
It was reported that during a surgery the product got hot the customer kept using it by wrapping it with a wet gauze. A skin burn was found on the pt's body. A perscription medication was administered.